Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. Data was received but is not relevant to product at fault. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charge and booting. Fail, receiver ceases to function. Functional testing was unable to be performed due to receiver ceases to function. Open receiver case for internal visual inspection. Fail, found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.